Event description:
Noise was observed on this lead while the pt was using a chainsaw. The noise was not reproducible at follow-up. As the associated device was nearing eri, the decision was made to cap and replace this lead while changing out this device. Should additional information become available, this event will be updated.